Event description:
The nurse reported a system message displayed during surgery. The system shut down after displaying the system message. The nurse called the company technical support specialist (tss). The tss advised the nurse to restart the system. Additional information received from the nurse stated she rebooted the system and cleared the system message. The surgeon was able to complete the case. No patient injury was reported.

Manufacturer narrative:
The customer did not request service. No samples were returned for evaluation. A review of complaints for the last 24 months indicates no additional related reports for the system. The root cause cannot be determined in this investigation. (B) (4). (B) (4). (B) (4).